Manufacturer narrative:
Correction information: h6: coding changed, based on the investigation result. Evaluation summary: the cause is that the cable breaks, due to repeated use. The device has been repaired.

Event description:
Pentax medical became aware of a report for an event which occurred in the USA stating, " no video image" involving pentax model ec38-i10l/serial (B)(4). No further information was provided at the time of the report. Pentax made 3 good faith effort attempts to collect additional information from the facility. No additional information has been received. The device was returned to pentax medical and is pending evaluation.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. Pentax model ec38-10l is classified as ife (import for export), therefore 510k is not applicable. A same model (ec38-i10l-us) is distributed in the USA only with 510k number k131855.